Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The maryland bipolar forceps instrument was analyzed and was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observations not reported by site: the instrument was found to have damaged conductor wire insulation at the yaw pulley near the crimp. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument failed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Note: the damaged insulation was lifted up during initial failure analysis to determine if it was broken from the crimp, but it was not broken. The instrument will be transferred to fa engineering team to determine the location of the root cause of the electrical continuity failure. The instrument was found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.094¿ - 0.209¿ in length and are not axially aligned with the tube axis. Material was not missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the surgeon noted a restricted range of motion on the maryland bipolar forceps instrument. There were broken cables at the tip. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Initial findings were confirmed. The instrument failed continuity for one of the grips. After disassembly, the conductor wire under question was tested after cutting in different locations, and the continuity appeared to pass for every separate piece. When the conductor wire was attempted to be stripped after disassembly to test for continuity, the insulation slid off the wire, but the wire didn't come out of the yaw pulley.

Event description:
Refer to h11 for follow-up information.